Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found a broken weld from the flat frame sustaining the outlet pump hose. The broken weld allowed the frame to shift, thus allowing the flexed pump hose to expand and disconnect from the outlet pump. The water then sprayed onto the cart washer door, eventually leaking from underneath the door. The flat frame was repaired and the unit was placed back into operation. The unit was installed in (B)(4) 1998 and is under a steris service contract. The last pm for the unit was conducted in (B)(4) 2013, at which time no issues were noted.

Event description:
The user facility reported their reliance washer was leaking water onto the floor. The amount of water was reported to have covered a 20 feet by 3 feet section of flooring. No injuries or procedural delays/cancellations were reported.